Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 250 units of insulin. Customer¿s blood glucose ranged from 200-350 mg/dl. Customer declined to further troubleshooting regarding back up therapy until the replacement pump arrives.